Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00348. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device -11 months. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event of gastrointestinal bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was hospitalized due to a reported gastrointestinal bleeding (gi). Anticoagulant at the time of event was warfarin. No additional information provided.

Manufacturer narrative:
The aware date was inadvertently omitted from the previous report. The aware date was (B)(6) 2019.

Event description:
It was reported that upon admission the patient's hemoglobin level was 5.7. The patient was transfused four units of packed red blood cells and two units of fresh frozen plasma. A gi was consulted to evaluate the gi bleed and the patient underwent an egd which revealed two bleeding ulcers. The patients hematocrit and hemoglobin improved and the patient remained stable.